Manufacturer narrative:
The reported complaint was confirmed. Corrected information from the laboratory evaluation stated that the product surveillance technician (pst) duplicated the reported complaint. 'Low oxygen (o2) and blending gas pressure alert messages upon start-up of perfusion screen' occurred before the pst attached o2 and breathable air nitrogen (n2), and carbon dioxide (co2) at fifty pounds per square inch (psi). Normally, this is not required during the warm-up of o2 sensor cartridge. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) was unable to duplicate the reported complaint. During the evaluation the electronic patient gas system (epgs) was noted to fail the fraction of inspired oxygen (fio2) portion of release testing.

Manufacturer narrative:
Per the perfusionist, the heart lung machine (hlm) was shut down for a few hours then restarted and the electronic patient gas system (epgs) worked normally. The field service representative (fsr) could not duplicate the issue. The hlm logs were analyzed and it looked like the user facility may have lost power and gas pressure at the wall source, which caused the alarms when the system was powered back on. The fsr performed release testing according to procedure, with no issues found. The logs were collected and sent back to the manufacturer. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, low oxygen (o2) and blending gas pressure alert messages were displayed upon start up. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.